Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The associated scsi assembly was also required for replacement. The customer has not determined whether or not to complete the system repair. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service was provided.